Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-dec-2021. The most recent information was received on 05-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512519 -invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain") and fatigue ("constant immense fatigue"), 10 years 7 months after insertion of essure. On an unknown date, the patient experienced abnormal weight gain ("significant weight gain"). At the time of the report, the pelvic pain, back pain, fatigue and abnormal weight gain had not resolved. The reporter provided no causality assessment for abnormal weight gain, back pain, fatigue and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Lot number 50512519 invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512519) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain") and fatigue ("constant immense fatigue"), 10 years 7 months after insertion of essure. On an unknown date, the patient experienced abnormal weight gain ("significant weight gain"). At the time of the report, the pelvic pain, back pain, fatigue and abnormal weight gain had not resolved. The reporter provided no causality assessment for abnormal weight gain, back pain, fatigue and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.